Manufacturer narrative:
(B)(4).

Event description:
It was reported that during fluoroscopy before the vt ablation procedure, lead was found to be abraded and insulation was damaged. Lead was capped and replaced on (B)(6) 2016. Patient's condition was stable.